Manufacturer narrative:
Follow up #1 07/19/2016 correction: a review of the call determined that the reporter was not experiencing a call service communications alarm issue. The reporter stated that the pump would vibrate and then shut off. The alleged issue should be classified as a power related issue, not a call service alarm.

Manufacturer narrative:
Follow-up #2: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a review of the pump¿s black box revealed a cs 052 alarm and an 054 alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a communication alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.